Manufacturer narrative:
Additional information, received on june - 04 - 2019, identified the device as "unknown zimmer zirconia abutment" . Upon reassessment of the reported event, has alternative summary report exemption e1998009. This event was previously reported under MFR 0001038806-2019-00228 submitted on mar 22, 2019. No further medwatch reports will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reporter's email address not provided. Product not returned to manufracturer.

Event description:
It was reported that the unknown zirconia abutment fractured.